Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and the pelvilace to trans-obturator biourethral support system was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to severe vaginal pain, severe urinary incontinence, sever overactive bladder, symptomatic rectocele with distal vaginal constriction. It was reported that following insertion the patient experienced pain, extrusion, urinary problems, organ perforation, recurrence, dyspareunia, erosion, infection, bowel problems, bleeding, neuromuscular problems, vaginal scarring, and other outcomes following the procedure. It was reported that the patient underwent diagnostic cystourethroscopy on (B)(6) 2013 due to severe urinary incontinence; and bilateral interstim percutaneous sacral nerve evaluation test on (B)(6) 2013 due to urinary incontinence, urinary frequency, and urgency. (B)(4).